Manufacturer narrative:
The event was previously reported by edwards lifesciences under manufacturing report #2015691-2019-04255. Additional information obtained through follow up from the site clarified, as per medical opinion, the ventricle perforation occurred during original guidewire placement and there was no interaction with commander delivery system. The information provided does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. Additionally, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of this edwards device. Based on this new information, this event is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the ventricular perforation was unable to be determined, however per medical opinion the event was likely due to procedural factors (guide wire manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach using a commander delivery system. After the procedure the patient¿s blood pressure dropped and heart rate increased. An apical tamponade was observed. Pericardiocentesis was performed. Per medical opinion, the cause of the event was related to the wire. The patient was stable and discharged to recovery post procedure.